Manufacturer narrative:
(B)(4). The device was received with the top jaw locked in an almost closed position. When analyzed under magnification, the jaw appeared to be bent/damaged. There was also a divot in the jaw joint and a small dent/ding in the bottom jaw which could indicate that the device was fired on a staple or other metal object. There were also multiple small scratches on the electrode. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the damaged jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. A small ding in the electrode suggests that the device may have been fired on a staple or other object which could have contributed to the jaw damage. When a staple comes in contact with the jaw, this creates electrode to jaw contact, causing an electrical short and the "reposition jaws and reactivate" and "replace instrument" alert messages to display.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was used for about seventy percent of procedure when an error message, reposition jaws, was received. They repositioned jaws of device when another error message, replace instrument, was received. The case was completed with another device of the same product code. There were no patient consequences reported. One device will be returned. The jaws could not be reopened. There was no activations between error messages.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.